Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined. (B)(4).

Event description:
During a follow up, lead noise and automatic mode switching were noted on the atrial lead. The patient was stable and will continue to be monitored.